Manufacturer narrative:
As part of our investigation, the customer was contacted to obtain additional information regarding the reported event and was informed that enzymatic cleaning and disinfectant solutions are used with the endoscope and pre cleaning. The pre-cleaning is performed by suction with 800ml sterile water, while moving the scope¿s lever up and down, cleaning the exterior of scope with enzymatic impregnated sponge, suction remaining 200ml sterile water and brushing the tip of scope. The endoscope being leak tested prior to manual cleaning with an olympus mu-1 leak tester. The endoscope channel being brushed during manual cleaning with a single use olympus bw-412t & olympus maj-1888. The facility¿s scopes are reprocessed steris 1e serial #401147 for ercp and the olympus oer pro 2110545 & 2733858 for all other endoscopes. The scopes hang in a closet. The aer concentration is being checked with every load in both steris 1e and olympus oer pro. There have been no problems noted with the aer. The user facility participates in annual competencies and the last in-service provided by olympus was in 2018. All staff are up to date on how to reprocess an endoscope properly. The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found the bending section glue cracked. There were dents and kinks noted on the scope. The scope failed the leak test. The cause of the reported event could not be determined. This event has been reported by the importer on MDR# 2951238-2020-00302.

Event description:
The service center was informed that a patient developed mycobacterium abscesses after undergoing a procedure using the facility¿s duodenoscope. The infection was identified in the patient¿s blood culture. The patient presented to the user facility with abdominal and back pain and was admitted. The patient¿s course of treatment is unknown. In addition, the user facility¿s nurse manager reported that to date the scope was not cultured per the recommendation of the facility¿s infectious disease medical director. The facility believes that the patient¿s infection is likely attributed to the injection tubing and/or reusable tubing used during the procedure. The scope has been isolated until the issue is resolved.